Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 7x150, 130cm eluvia¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent delivery system became stuck to the guide wire creating an extended stent deployment on the patient's femoral. The physician then cut the guide wire and opened the relief handle and it was noted that the device got coiled around the handle. No patient complications were reported.